Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. The customer reported that the astral device was detecting the main ac power source as dc power and failed to charge its internal battery. Performance testing found that the internal battery was operating normally. Based on all available evidence and previous investigations of similar complaints, it was determined that the device failure to recognize the correct power source was due to an isolated component failure within the device main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that the astral batteries were not charging. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has been in communication with the customer to gather more information on the reported issue. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that the astral batteries were not charging. There was no patient injury reported as a result of this incident.